Manufacturer narrative:
D6: the quantity used in this event was 15 screws.

Event description:
Fifteen auto-pilot screws broke during insertion into cranial bone while reattaching a cranial flap. The distal section of the screws were left in the bone. This event is being reported as a serious injury due to surgical delay.